Event description:
The manufacturer received information alleging a ventilator failed testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software was reloaded to address the issue.

Manufacturer narrative:
The manufacturer received information alleging a ventilator failed testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software was reloaded to address the issue. During final testing, the device failed a test step. The device's machine flow sensor was replaced due to contamination.